Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation it was noted that the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. No intervention was performed. The patient was in stable condition and will continue to be monitored.